Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was not recharged, and such, ipg became inoperable and was unable to communicate with external devices. Surgical intervention may be undertaken to address this issue.